Event description:
Caller reported that the t:slim x2 pump battery would not charge, even after attempting to use different wall adapters and charging cables. There was no adverse impact to the customer's blood glucose level. Tandem customer support decided to replace the pump, as it was still under warranty, and provided instructions for returning the malfunctioning unit and receiving the replacement. The customer was advised to use multiple daily injections as a backup insulin therapy to ensure continuous insulin delivery.